Event description:
It was reported that this patient had a dual chamber pacemaker implanted in 2021 and the last four months, the patient started experiencing non-sustained ventricular fibrillation (vf) and ventricular tachycardia (vt) episodes initially lasting a second but increasing and making the patient symptomatic. The physician decided to upgrade to a dual chamber implantable cardioverter defibrillator (ICD) requiring a new right ventricular (rv) lead. During and within the six hour procedure the patient had three episodes of ventricular fibrillation (vf): one which occurred on the operating table while implanting the new lead and device and the other two post operatively. It was thought that the vf was induced by a pause thus the lower rate limit was increased and no further vf/vt episodes occurred. The patient was also given medication for the arrhythmia. In the last two weeks, the patient was readmitted to the hospital as the patients left ventricular ejection fracture decreased to 30% and heart failure symptoms were seen. The physician decided to upgrade the device to a cardiac resynchronization therapy defibrillator (crt-d) device and use the original rv lead and place it in the left ventricular (lv) port and pace from the lv port. It was noted that the physician thought that as the decline of the lv function had commented after the upgrade to the ICD and new rv lead this could have been related to ventricular pacing in a more epical position. No additional adverse patient effects were reported. This rv lead remains implanted and used for shock therapy.

Manufacturer narrative:
This report is being filed to correct the patient and impact codes.

Event description:
It was reported that this patient had a dual chamber pacemaker implanted in 2021 and the last four months the patient started experiencing non-sustained ventricular fibrillation (vf) and ventricular tachycardia (vt) episodes initially lasting a second but increasing and making the patient symptomatic. The physician decided to upgrade to a dual chamber implantable cardioverter defibrillator (ICD) requiring a new right ventricular (rv) lead. During and within the six hour procedure the patient had three episodes of ventricular fibrillation (vf): one which occurred on the operating table while implanting the new lead and device and the other two post operatively. It was thought that the vf was induced by a pause thus the lower rate limit was increased and no further vf/vt episodes occurred. The patient was also given medication for the arrhythmia. In the last two weeks the patient was readmitted to the hospital as the patients left ventricular ejection fracture decreased to 30% and heart failure symptoms were seen. The physician decided to upgrade the device to a cardiac resynchronization therapy defibrillator (crt-d) device and use the original rv lead and place it in the left ventricular (lv) port and pace from the lv port. It was noted that the physician thought that as the decline of the lv function had commented after the upgrade to the ICD and new rv lead this could have been related to ventricular pacing in a more epical position. No additional adverse patient effects were reported. This rv lead remains implanted and use for shock therapy.

Event description:
It was reported that this patient had a dual chamber pacemaker implanted in 2021 and the last four months the patient started experiencing non-sustained ventricular fibrillation (vf) and ventricular tachycardia (vt) episodes initially lasting a second but increasing and making the patient symptomatic. The physician decided to upgrade to a dual chamber implantable cardioverter defibrillator (ICD) requiring a new right ventricular (rv) lead. During and within the six hour procedure the patient had three episodes of ventricular fibrillation (vf): one which occurred on the operating table while implanting the new lead and device and the other two post operatively. It was thought that the vf was induced by a pause thus the lower rate limit was increased and no further vf/vt episodes occurred. The patient was also given medication for the arrhythmia. In the last two weeks the patient was readmitted to the hospital as the patients left ventricular ejection fracture decreased to 30% and heart failure symptoms were seen. The physician decided to upgrade the device to a cardiac resynchronization therapy defibrillator (crt-d) device and use the original rv lead and place it in the left ventricular (lv) port and pace from the lv port. It was noted that the physician thought that as the decline of the lv function had commented after the upgrade to the ICD and new rv lead this could have been related to ventricular pacing in a more epical position. No additional adverse patient effects were reported. This rv lead remains implanted and use for shock therapy.